Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Event description:
Additional information was received indicating that this pacemaker was used as an external temporary pacing device connected to the temporary pacing lead until a new system was successfully implanted. There were no additional adverse patient effects reported. This device was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.